Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported, infusion set tubing detached from the needle site where it was glued and was inserted in the patient's body. No further information available.